Event description:
Report rec'd of an incident involving a tubing separation of a primary piggyback tubing set. The pt was in the recovery room when the incident occurred. The nurse had just taken the pt into the room when it was noted that the tubing had separated at the y-injection site. The set had been in use for approximately 2 hours when the incident occurred. The pt was receiving lactated ringers peripherally via a 22g angiocath. The IV fluid was discontinued. There was an estimated 10cc of blood loss. There as no report of pt harm or adverse pt effect. The pt's condition was stable. Although requested, no add'l info was available.